Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 3 weeks post implant, increasing capture threshold and decreasing lead impedance were observed. The lead was repositioned with no complications.